Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), blood/body fluid outer tubing overlay. Proximal segment returned and analyzed.

Event description:
It was reported that the patient died on (B)(6) 2010 approximately six months after implant of a device and two leads. Follow up with the physician reported the cause of death was endocarditis and was not device related. The patient had been hospitalized shortly before her death and had a long history of heart failure.

Manufacturer narrative:
Asku

Event description:
It was reported that the patient died on (B)(6) 2010 approximately six months after implant of a device and two leads. Follow up with the physician reported the cause of death was endocarditis and was not device related. The patient had been hospitalized shortly before her death and had a long history of heart failure.

Event description:
It was reported that the patient died on (B)(6) 2010 approximately six months after implant of a device and two leads. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads are in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found.